Event description:
It was reported that during a percutaneous coronary interventional procedure, difficulty removing the balloon occurred. The 90% stenosed lesion was located in the tortuous mid left anterior descending (lad) artery within an in stent restenosis. Three inflations were performed with the flextome monorail cutting balloon to a maximum of 8 atms. During removal, the flextome mr balloon became stuck in another stent in the proximal lad. Following introduction of a second guide wire, the system was removed as a unit without further incident. The total delay to the procedure was approximately 20-30 minutes however, the patient did not experience any symptoms. Upon examination following removal from the body, the balloon was noted to be torn. No patient complications were reported, and patient's status was reported as 'good'.